Manufacturer narrative:
The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The returned device was visually examined, and the following was observed: liner fully expanded as designed. Slight sheath shaft curvature possibly due to packaging. Distal tip torn axially and radially along distal liner edge; hdpe stretching along tears; soft tip damage/stretching. All score lines present. Multiple deep scratches along distal sheath tip/soft tip. C-marker present; slight distal liner bunching. Due to the nature of the complaint (sheath distal tip torn), no applicable functional testing was able to be performed. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. This complaint falls within a CAPA that was opened to address esheath inner diameter hdpe damage contributing to the tip tear events. The complaints sheath distal tip torn and difficulty advancing through sheath were confirmed based on the evaluation of the returned device. Sheath distal tip tears may result from a combination of multiple contributing factors. The tip expansion mechanism may be influenced by inherent variation in the manual tip scoring process, as documented in a product risk assessment (pra). Additionally, patient factors, such as challenging anatomy, may exacerbate interference between the valve and distal tip, leading to increased resistance and potential tearing during system advancement. In addition to 3mensio image ry showing an indication of tortuosity, curvature observed on the sheath shaft suggests that the device could have been maneuvered through tortuous anatomy. Scratches observed on distal sheath shaft/tip suggest that the device came in contact with sharp calcified nodules. High push forces applied to overcome resistance during system advancement can further contribute to tip tearing and subject it towards separation. While multiple contributing factors have been identified, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Event description:
As reported by a field clinical specialist, during a transfemoral artery transcatheter aortic valve replacement procedure, resistance was encountered as the leading edge of the valve approached the distal tip of the 16fr esheath+. The valve was ultimately advanced through the sheath with a sudden release, after which distal tip damage was observed. The sheath exhibited a torn distal tip upon removal. The delivery system and valve were successfully deployed, and the delivery system was withdrawn through the sheath without further complication. No patient injury or significant blood loss occurred, and the patient remained in stable condition following the procedure. The vessel had been pre-dilated to 8 french, and the esheath was inserted without steep angulation or torque. The expansion tool was used, and the system was prepared and flushed per the instructions for use (IFU). No other edwards devices were reported as damaged during the case. No corrective actions were taken during the procedure.